Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient "underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011: the patient underwent surgery for repair of an incisional hernia. A ventralex hernia patch mesh, reference number 0010302 and lot number huud1641 was implanted to repair the hernia defect. On (B)(6) 2015: the patient underwent an "additional surgery to repair the hernia defect and remove it." As reported by the attorney, the ventralex used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. It is alleged that the patient has suffered and will continue to suffer physical pain due to the alleged defective ventralex patch.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent surgery for repair of an incisional hernia. A ventralex hernia patch mesh, reference number 0010302 was implanted to repair the hernia defect. (B)(6) 2015: the patient underwent an "additional surgery to repair the hernia defect and remove it." As reported by the attorney, the ventralex used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. It is alleged that the patient has suffered and will continue to suffer physical pain due to the alleged defective ventralex patch.

Manufacturer narrative:
This emdr is to correct the following fields: the lot number provided in the initial emdr was not a valid lot number for the reported product therefore the expiration date and manufacture date are also not valid for the reported product. Should additional information be provided a supplemental emdr will be submitted.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient "underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum #1: this is an addendum to the initial emdr as the lot number provided was not a valid lot number for the reported product therefore the expiration date and manufacture date are also not valid for the reported product. Addendum #2: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 3 years 6 months post implant of ventralex mesh, patient was diagnosed with hernia recurrence and adhesions thereby underwent repair with mesh removal. The instructions-for-use supplied with the device list adhesions as a possible complication. Review of manufacturing records confirms product was manufactured to specification. . Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent surgery for repair of an incisional hernia. A ventralex hernia patch mesh, reference number 0010302 and lot number huud1641 was implanted to repair the hernia defect. (B)(6) 2015: the patient underwent an "additional surgery to repair the hernia defect and remove it." As reported by the attorney, the ventralex used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. It is alleged that the patient has suffered and will continue to suffer physical pain due to the alleged defective ventralex patch. Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of ventralex mesh. Per operative notes, ¿the hernia sac was partially removed. A medium sized ventralex mesh was placed and adhered to the underlay of the abdominal fascia. Once this was done, the hernia sac was overlaid on top of this mesh using sutures.¿ (B)(6) 2015 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with the explant of old mesh. Per operative notes, ¿there was adhesed tissue as well as polypropylene suture throughout. The gore-tex portion of the mesh was then identified and excised. Some adhesions anteriorly were also taken down and the mesh was then completely removed in one piece. A piece of biological mesh was placed and sutured.¿ attorney alleges that the patient had adhesions, pain and hernia recurrence.